Event description:
It was reported that patient had a possible catheter and pump issue which started 2 weeks prior to the date of this report. The patient was going to have surgery on the date of this report. The device was used to deliver baclofen (lioresal). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient went into a coma the day after a revision of the pouch due to the presence of hematoma. There was nothing abnormal found with the pump or catheter. A catheter contrast study under fluoroscopy showed no evidence of obstruction or leakage. Cerebrospinal fluid was easily aspirated before the procedure; flow rate error was within normal range. There were no motors stalls. The patient was in the intensive care unit (ICU) and was back home two weeks later receiving effective therapy.

Manufacturer narrative:
(B)(4).